Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0 /(B)(4) / model #: 1420 / expiration date: 2018-11-30 UDI #: (B)(4). Return date: 2018-10-15. Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular assist device (vad) stop and vad disconnect alarms followed by electrical fault alarms that all cleared within a 60 second window. There was also a controller power up and associated pump start event indicating a loss of power to the controller. After the pump re-started, the power and flow were higher than before, and the patient then experienced a high watt alarm. The patient was admitted with the power and flow still elevated. The patient received anti-coagulation therapy for a suspected pump thrombosis. The controller was exchanged with no issues, and the power and flow returned to the patient¿s previous baseline prior to the electrical fault. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the (B)(6)¿s manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed external visual inspection. Supplemental testing was performed and revealed that a steering complex programmable logic device (cpld) on the controller board was found faulty. The steering cpld is a component in the pump motor control circuit that regulates mosfet drivers for pulse width modulation (pwm) and relay fault conditions to the pump motor controller. Testing revealed that the steering cpld was not delivering the expected output to run the front stator mosfet drivers. Additional supplemental testing was performed, during which the controller was re balled and retested on a known good board. Testing revealed that the original cpld passed functional testing when installed on the known good board, and that the original controller board also passed functional testing when fitted with a known good cpld. These results indicate that the inability to deliver the expected output is attributed to a soldering issue associated with the cpld. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2018 at 03:30:09, indicating a physical disconnection from the driveline to the controller. This was followed by an electrical fault alarm logged at 03:30:11, due to the rear stator not connected, causing the pump to run on a single stator. In addition, log files revealed one (1) vad stopped alarm logged at 03:30:13, indicating that the motor stators failed. One (1) vad disconnect alarm was also logged at 03:30:14, due to overcurrent conditions on the rear stator and the front stator, resulting in the pump running on a single stator. Additionally, log files revealed one (1) vad stopped alarm logged at 03:30:34, indicating that the pump failed to restart after multiple attempts. One (1) electrical fault alarm was then logged at 03:30:34, due to an overcurrent condition on the rear stator resulting in the pump running on a single stator (front stator only). Review of the event log file revealed one (1) controller power-up event with an associated pump start event logged at 03:36:42, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for one (1) minute and nine (9) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed an increase in power consumption and estimated flows to parameters above normal operating range starting on (B)(6) 2026. Furthermore, log files revealed two (2) high watt alarms were logged on (B)(6) 2018 at 03:36:55 and on (B)(6) 2018 at 06:54:51. The high watt alarms and high-power consumption were likely triggered due to the increased power consumption required to run on a single stator. An additional vad disconnect alarm was logged on (B)(6) 2018 at 11:50:09, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed three (3) controller power-up events without an associated motor start event lo gged on (B)(6) 2018 at 03:39:34 and on (B)(6) 2018 at 11:27:58 and at 11:37:16, and one (1) controller power-up event with an associated motor start event recorded at 11:54:28. Review of the event log file revealed that, prior to the power-up events, the controller last had power on (B)(6) 2018, indicating that the power up likely occurred during the reported controller exchange. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2018 at 03:39:38, indicating that the controller was powered on without the driveline connected, likely in preparation for the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported vad disconnect alarms, high power, electrical fault alarms and the first two vad stopped alarms can be attributed, but not limited to, an improper assembly during manufacturing. The most likely root cause of the remaining vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is invest igating pump failures to restart. The most likely root cause of the loss of power to the controller associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to powering up the controller without the driveline connected. The most likely root cause of the controller power up event associated with (B)(6) can be attributed to a controller exchange. Based on the available information, the device may have caused or contributed to the reported event. Of note, information received from the site indicated that the patient received anti-coagulation therapy for a suspected pump thrombosis. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that a ventricular assist device (vad) disconnect alarm was logged on 29/sep/2018, at 03:30:09. An electrical fault alarm was then logged at 03:30:11 due to two open phases in the rear stator. At 03:30:14, a rear over-current trip, front over-current trip and vad disconnect alarm was logged. Afterwards, several electrical faults, high watt, vad stopped and vad disconnect alarms were logged. A review of the event file revealed one controller power up event at 03:36:42. Prior to the loss of power, bat597082 was connected to power port one with 64% relative state of charge and bat593143 was connected to power port two with 97% relative state of charge (rsoc). The data point after the controller power up event, at 03:37:18, revealed that bat597060 was connected to power port one with 98% rsoc and bat593143 was connected to power port two with 97% rsoc. The controller was without power for one minute and nine seconds. A motor start event was recorded at 03:36:50; several high watt alarms were logged after the motor start event. Failure analysis revealed that the controller passed visual inspection. Functional testing revealed that the controller would initially alarm a vad disconnect alarm until a motor start event occurred. After the motor start, the controller would run a pump, but would also trigger a high watt alarm due to an increase in power consumption. An increase in power consumption also resulted in an increase in the estimated flow. This finding aligns with the reported high power and flow values. Supplemental testing was performed and revealed that a steering complex programmable logic device (cpld) on the controller board was found faulty. The steering cpld is a component in the pump motor control circuit that regulates metal-oxide semiconductor field-effect transistor (mosfet) drivers for pulse width modulation (pwm) and relay fault conditions to the pump motor controller. Testing revealed that the steering cpld was not delivering the expected output to run the front stator mosfet drivers. The faulty component was also likely triggering false over current trips. As a result, the reported event was confirmed. The most likely root cause of the reported vad disconnect alarms, electrical fault alarms, high watt alarm, high power and high flow values can be attributed to a faulty cpld component. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both pow ER sources. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial or lot#: con316282. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.